Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Troubleshooting efforts were provided by boston scientific technical services (ts). All other lead measurements were reported to be within normal limits and there was no noise on the presenting electrograms. No adverse patient effects were reported. Additional information was received indicating that this patient underwent a revision procedure and the system was explanted and replaced. The rv lead had a cut in the insulation observed. No further complications were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the complete lead was returned severed in two segments. There was calcified body fluid (calcification) covering over the distal shocking coil, on the helix and some portions of the proximal shocking coil. Previous testing results on a passive fix mesh tip lead has shown that as the calcified material is removed, the impedance measurements drop. The lead underwent resistance testing and was found to be electrically continuous. Depending on how much calcification was on the lead prior to explant, the impedance measurements could have been affected. Evidence suggests that the lead was severed during the explant procedure.